Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine and fentanyl via an implantable pump. It was reported that the patient had little relief from boluses. An increase in sc fentanyl by 80mcg and increase in bolus dose of fentanyl by 5mcg each was made. On 2025-09-16 psr update (hcp, sdy); additional information received from the healthcare provider via a clinical study indicated that an additional increase in sc fentanyl by 85mcg and increase bolus dose fentanyl by 5mcg each was made. On 2025-10-15 psr update (hcp, sdy); additional information received from the healthcare provider via a clinical study indicated that the patient had 7/10 pain. An increase in sc fentanyl by 85mcg and increase bolus dose fentanyl by 5 mcg each was made. On 2025-11-05 psr update (hcp, sdy); additional information received from the healthcare provider via a clinical study indicated that the patient had increased pain. The addition of hydromorphone at 0.1mg and an increase in bolus dosing by 5mcg was made. 2025-11-25 psr update (hcp, sdy); additional information received from the healthcare provider via a clinical study indicated that the patient had 7/10 pain. An increase in sc fentanyl by 100mcg and increase bolus dose by 5mcg fentanyl was made. On 2026-02-27 psr update (hcp, sdy); additional information received from the healthcare provider via a clinical study indicated that the patient had a slight increase in pain. An additional increase in hydromorphone by 0.1mg was made. On 2026-04-08 psr update (hcp, sdy); additional information received from the healthcare provider via a clinical study indicated that the patient had 8/10 pain. An increase in hydromorphone by 0.15mg was made. On 2026-05-15 psr update (hcp, sdy); additional information received from the healthcare provider via a clinical study indicated that the patient had increase pain. An increase in hydromorphone by 0.2mg was made. On 2026-05-27 psr update (hcp, sdy); additional information received from the healthcare provider via a clinical study indicated that the patient had worsening head and neck pain. An increase in bolus dose by 75mcg was made. On 2026-06-03 psr update (hcp, sdy); additional information received from the healthcare provider via a clinical study indicated that the patient reported that sometimes the boluses were helpful and sometimes they were not. An increase in sc fentanyl by 100mcg and increase in bolus dosing by 5mcg was made. On 2026-07-09 psr update (hcp, sdy); additional information received from the healthcare provider via a clinical study indicated that I nterrogation of the device determined that the expected volume was 1.6cc and the actual volume was 27cc. A catheter access port (cap) contrast study was performed and failed. The patient reported 7/10 pain and that the pain had severely increased for the past 1 month and they no longer felt relief from bolus options. The patient was prescribed percocet 5-325mg 4x/day and a decrease was planned to proceed with catheter revision.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.